Event description:
It was reported that the patient had been hospitalised with diabetic ketoacidosis. The patient reported that, although the pod appeared connected and did not alarm, they believed no insulin was delivered. Details regarding the patient's blood glucose levels, symptoms, treatment, date of admission and date of discharge were not reported. The patient was seen post-hospitalisation by (B)(6), the clinician at the vgh diabetes centre.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalisation and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.